Manufacturer narrative:
The customer 's report that an infusion of dextrose 5% 0.5 normal saline infusing faster than expected was not confirmed or replicated. On (B)(6) 2018 at 11:38 pm the pcu log recorded the user programming a vtbi 900ml with a rate of 91ml/hr.; it cannot be determined by an event log review if the change in vtbi equated to an IV bag change. The medication infused for approximately 3 hours and 19 minutes. The user then channeled off the pump module. The calculated volume infused in that time frame was 301.816ml. Testing performed on the pump module found the device operating in specification. During inspection plastic fragments were observed in the membrane frame securing screw well and at the low right datum/platen post. It is believed that the fragments are from the previously installed membrane frame. The results from accuracy testing showed the fragments did not affect the performance of the pump module. Also noted in the inspection was a cracked bezel at the lower hinge. The crack appeared to be cosmetic and does not appear to affect the pump module¿s performance. Inspection of the pumping mechanism found no irregularities. The root cause that more fluid infused than expected was not identified.

Event description:
The customer reported that more fluid infused than expected. The user programmed the fluid (dextrose 5% with ½ normal saline/1000 ml bag) to infuse at 91 ml/hr. Three hours later the user inspected the bag and it was estimated that 600-700 ml had infused. The pump displayed a rate of 91 ml/hr. No patient harm was reported.

Manufacturer narrative:
Although requested, the affected devices have not been received, and patient information was not provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that more fluid infused than expected. The user programmed the fluid (dextrose 5% with ½ normal saline/1000 ml bag) to infuse at 91 ml/hr. Three hours later the user inspected the bag and it was estimated that 600-700 ml had infused. The pump displayed a rate of 91 ml/hr. No patient harm was reported.